Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medication leaked from the filter of the extension set. A different product was used. The medication used in this set was blinatumomab. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Device evaluation: two devices were received for device analysis. Visual inspection was performed and found no damaged or anomalies with device. Functional testing performed and it was found a leak was observed on the air outlet hole of the filter. The customer reported complaint was confirmed with the probable cause being the filter losing its hydrophobic properties.